Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that a crack was found in the reservoir connecting tube, so the reservoir was replaced. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 72404014. Serial number: n/a. Batch/lot number: 1100538343. Model/catalog description: cxr 18cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72401110. Serial number: n/a. Batch/lot number: 802129004. Model/catalog description: pump cxm. Unique identifier (UDI) #: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.